Event description:
Spontaneous call - pt stating that a day before yesterday, her cassette was leaking and got her pump wet while in use; pump stopped working. Serial number; (B)(4). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Ls the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved. Reported to (B)(6) by pt/caregiver.